Manufacturer narrative:
This report is submitted on may 11, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2023 under general anaesthetic. The patient was treated with oral, intravenous and injectable antibiotics to treat skin breakdown at implant site post-MRI. The implanted device remains.